Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead had dislodged and was pacing the atrium. No plans were made to revise the lead. The av delay was extended to 300ms and the amplitudes were decreased in the ventricles. No adverse patient effects were noted.